Manufacturer narrative:
The subject device is not available for evaluation, as it was discarded by the hospital staff. The device history record (DHR) was not reviewed as the serial number was not provided. Images of the subject device were taken after the device was removed from the patient. The clinical observation of mitral regurgitation was unable to be confirmed through the images provided. The report of "one strut was folded" was confirmed through image evaluation. Image evaluation was performed through four color images of the valve. The images included the outflow aspect, inflow aspect, and one side of the valve. One of the commissures was observed to be bent; it is unknown when the commissure was distorted. The free margin of one of the leaflets was observed to be protruding out to the inflow aspect, and was likely due to the bent commissure. Minimal host tissue was observed on the leaflets at the outflow aspect. Minimal host tissue was also observed on the stent circumference at both aspects of the valve. Based on the limited information received, a definitive root cause cannot be determined at this time. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards received information that a mitral valve was removed after it was implanted one year ago due to mitral regurgitation. It was reported that the surgeon who removed the subject device noticed one strut was folded. The subject device was not returned to edwards for evaluation as it was discarded by the hospital staff. Images of the device was provided for evaluation.